Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. The tamper seal was removed/broken and a counterfeit (third party) tamper seal was found in the device. Counterfeit top case was found on the device. Case had dent by the front right bottom corner. Cracked battery door and visible contamination by the "l" bracket pole clamp and by the tube holder. Error history log was unable to be retrieved/downloaded due to power up issue. Power up process was attempted. The reported problem was replicated; the device would not power up. Manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The root cause of the reported issue was determined to be counterfeit super cap found in the main pc board. This issue was user induced via the customer's use of unapproved / counterfeit components to repair their pumps. The use of counterfeit components in the repair of the pumps is strictly prohibited. The technical service manual (under warnings) indicates: ?the unauthorized modification of this product may constitute a safety hazard, which could lead to patient injury or death, as well as the potential for property damage (including the risk of fire). Use only manufacturer's medical supplied service / replacement parts, including the battery pack. Unauthorized modification and / or the use of unauthorized parts will also void the limited warranty." Repairs were completed. The main pc board was replaced, power up process was performed and software was uploaded.

Event description:
It was reported that upon powering on the device there was a blank screen and alarms. There was no patient involvement and no reported patient injury.